Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc advised the customer to clean the formation block hole and replace the heat torch. A siemens customer service engineer (cse) was dispatched to the customer site. The cse identified wires broken from the heat torch connector. The cse removed a pin from the connector and reattached the wire with solder. The cse re-assembled and tested the instrument, after which operation was restored. The cause of the smoke emitted is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl with lm instrument saw smoke emitted from the cuvette formation block assembly, after which communication errors were encountered. The customer performed a controlled power shut down. There were no reports of adverse health consequences due to the smoke emitted from the instrument.

Manufacturer narrative:
The initial MDR 1226181-2016-00352 was filed on (B)(6) 2016. Additional information ((B)(6) 2016): a siemens headquarter support center (hsc) specialist evaluated the event. The communication error encountered caused continuous voltage to be applied to the heat torch, causing it to overheat. The cause of smoke emitted was due to the heating element in the heat torch overheating. The instrument is ul certified. The instrument is performing according to specifications. No further evaluation of the device is required.